Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a 2 level plate backed out, loosened, disengaged at the head and remains in the patient.

Event description:
Physician reported that an ozark level 2 plate system backed out from the caudal most level about 1-3 months post-operatively. The plate was implanted from c6 to c7. The implant remains in patient and revision surgery has not been scheduled.

Manufacturer narrative:
From the fluoro image provided, the screw on the caudal most level of the plate backed out. Manufacturing records could not be reviewed as lot number was unavailable. Should a screw back out from an ozark plate system, it is possible that the cover of the ozark plate did not cover the screw head completely during implantation. However, a root cause cannot be made conclusively as the implants were not available for inspection.